Event description:
A tandem mobi cartridge alarm 30 was reported by the customer, identified during routine use. There was no adverse impact to the customer's blood glucose level, though the specific value was not known, only that it displayed "high." The customer administered a correction bolus using the pump without third-party assistance. Technical support confirmed the issue and organized a pump replacement. The customer was informed about the necessary steps, including returning the old pump, programming settings into the new device, and updating their continuous glucose monitor connection. Replacement pump was dispatched with updated software, and all instructions were acknowledged by the customer.